Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that "the lag screw driver threads broke off completely when trying to remove a gamma 2 lag screw. Nail was left in pt and proximal part of the nail that was bothering pt was removed with a burr grinder. Surgeon stated that the gamma had already been in the pt for 12 yrs and not bothering pt anywhere else so he did not see there being a problem leaving it in."